Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated troponin I result was obtained on a patient sample on the immulite 2000 xpi instrument. A siemens customer service engineer (cse) was dispatched to the customer's site; during this visit, the cse aligned the reagent and sample probes. Siemens further reviewed the instrument files and observed that the sample level sense values fluctuate. Siemens also determined that there is no indication that an instrument malfunction contributed to the discordant result; preanalytical sample quality issues potentially contributed discordant troponin I result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin I result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated three times, and lower results were obtained on the sample. The correct troponin I result(s) for this patient was/were reported to the physician(s), but it is unknown which result(s) was/were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin I result.